Event description:
It was reported that during a shoulder arthroscopy and subacromial decompression procedure there was heavy flaking of metal in the joint when used. Procedure was completed with a backup device. It was reported that the metal debris flaking was left behind. Sales rep. Was not present during the procedure but later he observed heavy scoring on the inner portion of the burr.

Manufacturer narrative:
Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not de-burred and there was damage to the hub/sluff. The root cause of this shedding and/or seizing is ongoing, (B)(4) has been opened to investigate the root cause and supply applicable corrective action. (B)(4).